Manufacturer narrative:
The following fields have been updated with corrected information: b.5. Describe event or problem: it was reported that during use with 4 bd vacutainer® sst¿ ii advance plus blood collection tubes fibrin was discovered in tubes. 2nd of 2 reports. H.6 imdrf annex a code: a0302.

Event description:
It was reported that during use with 4 bd vacutainer® sst¿ ii advance plus blood collection tubes fibrin was discovered in tubes. 2nd of 2 reports. The following information was provided by the initial reporter: email from customer "over the last couple of days our lab has been getting samples from our accs in sst tubes (bd sst gold 8.5ml 367958 - sap 646309) which are producing a clotted serum after centrifuging. After confirming the collectors are following the correct procedures and after ruling out the centrifuges as the cause of the problem we are thinking there may possibly be an issue with a particular batch of these tubes. We have discovered that all of the affected samples up until this afternoon (approx 20-30 tubes total) have come from lot number 2256262. We have since recalled all tubes with that lot number. Luckily up until this point all samples have been usable with extra work from lab staff. Late this afternoon I have now had reports of 4 tubes across 2 accs having the same issue but with lot number 2206609 so we will continue our investigations into this issue."

Event description:
It was reported that during use with 4 bd vacutainer® sst¿ ii advance plus blood collection tubes there was hemolysis, poor separator movement and poor barrier separation. 2nd of 2 reports. The following information was provided by the initial reporter: email from customer "over the last couple of days our lab has been getting samples from our accs in sst tubes (bd sst gold 8.5ml 367958 - sap 646309) which are producing a clotted serum after centrifuging. After confirming the collectors are following the correct procedures and after ruling out the centrifuges as the cause of the problem we are thinking there may possibly be an issue with a particular batch of these tubes. We have discovered that all of the affected samples up until this afternoon (approx 20-30 tubes total) have come from lot number 2256262. We have since recalled all tubes with that lot number. Luckily up until this point all samples have been usable with extra work from lab staff. Late this afternoon I have now had reports of 4 tubes across 2 accs having the same issue but with lot number 2206609 so we will continue our investigations into this issue."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2 it was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes there was hemolysis, poor separator movement and poor barrier separation of approximately 30 tubes. No patient impact reported. The following information was provided by the initial reporter: "email from customer "over the last couple of days our lab has been getting samples from our accs in sst tubes (bd sst gold 8.5ml 367958 - sap 646309) which are producing a clotted serum after centrifuging. After confirming the collectors are following the correct procedures and after ruling out the centrifuges as the cause of the problem we are thinking there may possibly be an issue with a particular batch of these tubes. We have discovered that all of the affected samples up until this afternoon (approx 20-30 tubes total) have come from lot number 2256262. We have since recalled all tubes with that lot number."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D10: device available for evaluation: yes d10: returned to manufacturer on: 11-sep-2023 h.6. Investigation summary: material #: 367958 lot/batch #: 2206609 bd received 100 samples of each lot and 2 photos for investigation. The photos were reviewed and the indicated failure mode for fibrin, hemolysis, poor barrier separation, and red cell ring were observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the defects related to the indicated failure mode for fibrin was not observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, fibrin, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer returned and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes fibrin on both lots. Additionally, hemolysis, poor barrier separation, and red cell ring can be confirmed on both lots. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10